Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04mar2021.

Event description:
It was reported to philips that the touch screen is not responding properly. The device was in use at the time of the event. The ventilator was changed out with no report of patient harm. The patient's information could not be provided. The customer reported that they could not adjust settings and when they would hit the alarms, the o2 would pop up. They calibrated the touch screen and the issue reoccurred. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse couldn¿t confirm or duplicate the problem during an onsite visit, but customer mentioned they had a problem twice, so the fse replaced the touchscreen to resolve the issue. After replacement of the touchscreen, the fse completed the calibration and the device passed all required testing successfully and was returned to service.

Manufacturer narrative:
The touchscreen assembly was tested, and no failures were identified.